Event description:
Grid intrahemispheric was not corresponding to surrounding epileptic tissue on the left hemispheric (which was to be expected), however right eeg received data was what was expected for the left hemisphere. Epileptologists suspected grid was placed in reverse, x-ray disproved this. Probable issue is grid was mfg in reverse.